Event description:
It was reported that four ems were used during a hernia repair. It was reported by the affiliate that the four instruments were fired on the pt and the staples would not close onto the mesh. A new ems was used and worked fine. There was no consequence to the pt.